Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
An investigation is in-process and a follow-up report will be submitted once the investigation is complete.

Event description:
A systems fluid leak while using the alinity m system was reported that extended outside the footprint of the instrument. The customer initially identified a lysis transfer error after performing the maintenance procedure 'lysis purge'. After multiple attempts and each time obtaining the error 2162 lysis transfer error - lysis is desactivated, a field service call was scheduled. The customer also mentioned that in the last days the lysis level in the reservoir was oscillating during the day. Prior to arrival of the field service engineer to evaluate the error code, the customer called again to report a system liquid leak. The customer cleaned the leak and was wearing protective equipment (ppe). No user exposure was reported.